Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during a video assisted thoracoscopic lobectomy procedure, the device was loaded with a green reload, positioned and closed over the bronchus. Applying a lot of force, the stapler could be cycled twice. Cut-and staple line were incomplete. The mechanism appeared to be jammed after the second firing cycle. The third firing cycle could not be completed. They tried to open the device using the red reverse button without any success. After fifteen minutes, the surgeons decided to resect the stapler by cutting the bronchus on the left and right side of the jaws. The bronchus was closed applying a suture. There was a delay of thirty minutes. No harm for patient so far.

Manufacturer narrative:
(B)(4). Anvil, cartridge, drivers. Conclusion: the analysis results found that one ec45a device (a) was returned with the anvil knife slot damaged and the firing mechanism jammed. The device was received with an ecr45g cartridge loaded on the device. The reload was received partially fired 1/2 with the cartridge body and some drivers damaged. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.